Manufacturer narrative:
This report is being submitted to correct the bsc aware date field (g3) in section g.

Event description:
It was reported that this right ventricular (rv) lead was only implanted for two days due to lead perforation and patient experienced pain. This rv lead was replaced with a different model and will not be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was only implanted for two days due to lead perforation and patient experienced pain. This rv lead was replaced with different model and will not be returned. No additional adverse patient effects were reported.